Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
Uncontrolled release of the lift strap while transporting a patient.

Manufacturer narrative:
The c625 manual traverse lift was received on (B)(6) 2017 and evaluated by the prism/handicare na repair technician and an engineer. The tape gear and overspeed arm were checked for form and function. The overspeed did function as designed and the strap was wound in the correct direction and position. The investigation found no components at fault and the complaint could not be recreated or validated. The lift showed no evidence in the condition received that it posed a safety concern if used. Root cause: unable to determine. Corrective action: none. No fault found with lift or components.